Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a fiber leak with blood staining on the bottom of the fiber bundle. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the fiber bundle. Reason for return was visually confirmed by the blood staining on the bottom of the fiber bundle. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that the customer noted that a small amount (2cc) of blood leaked from the device during a 40 minute pump run. There was no issue with the patient, the oxygenator performed without incident. The device was used to complete the case. There was no adverse patient effect associated with this event. Medtronic received additional information that the leak was a fiber leak, it dripped out of the gas vent port on the bottom of the o xygenator. A transfusion was not required as a result of this leak.